Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to positive dysphotopsia, flickering lights. An incision enlargement of 0.25 was performed. Lens was explanted from the patient's left eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The customer noted the following during explant. Proximal haptic amputated, lens dissected to center and cartwheeled out. Visual inspection at the manufacturing site using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens is damaged and incomplete, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. The manufacturing records were reviewed. There was a deviation with respect to the production order; however, the deviation had no impact on product quality and there was no relationship between the deviation and the described complaint. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.